Manufacturer narrative:
One unknown zimmer abutment was reported but not returned for investigation. Therefore, visual evaluation and functional testing could not be performed. DHR and complaint history reviews could not be performed since the lot/item number was unknown. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. The customer submitted x-rays, but the reported event could not be verified. Appropriate documentation was reviewed. Based on the investigation and risk management file review as per rmf, the most likely root cause determined from the investigation were customer errors or patient factors. Therefore, based on the available information, device malfunction and the reported event could not be verified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "yes" to "no". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
It was reported that prothesis loosened.

Event description:
It was reported that prothesis loosened

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).